Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) reported that they had provided a helium tank (0202-00-0104) from their own stock to the customer on an emergency basis. The replacement order had not arrived on time, and upon opening and installation the gauge showed slightly above the red zone. The small amount of helium in the cylinder was still sufficient to refill the internal helium tank and afterwards the indication on tank showed only 10% remaining. Additionally, the fse installed a helium tank in the same cardiosave, the cylinder was properly filled, and confirmed there is definitively no technical issue on the cardiosave iabp.

Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that an issue occurred involving an iabp accessory. Engineer urgently delivered a helium cylinder from my stock to the munich clinic bogenhausen because their cylinder was empty and the new order had not arrived in time. Cylinder was in its original packaging and sealed with the seal under the adhesive strip. After correct installation in the presence of the deputy head of the ward, the helium pressure gauge showed only slightly above the red zone. The small amount of helium in the cylinder was sufficient to refill the internal helium tank. The status indicator for the helium cylinder then showed a fill level of just under 10 percent. Therefore, the cylinder was not fully or correctly filled. The iabp was not in use on the patient. Therefore, there was no risk. There is no serial number for the cylinder, as only the item number is listed. The cylinder did not belong to the customer it was from emergency stock.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: d4 (catalog, & serial number not applicable) additional email: (B)(6).

Event description:
N/a.